Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during basal delivery after. Customer's blood glucose was within range. Customer loaded another cartridge to resolve the issue.